Event description:
The customer reported that the screen was black when performing fluoroscopy, thus no live image. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the video control board. The system operates as intended.